Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. The p-cap locks properly into place. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they went for swimming. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer also reported that the battery compartment had crack and spring was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.